Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted (B)(6) 2007. Multiple MDR reports were filed for this event, please see associated report: 0002648920-2018-00803.

Event description:
It was reported that a patient underwent a hip arthroplasty revision approximately 11 years post implantation due to elevated metal ion levels. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D11: 00620005422 shell porous with cluster holes 54 mm 60724758. 00771300500 modular femoral stem 60541061. 00635008625 self tapping bone screw 60740481. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were reviewed and identified the following : the patient underwent a revision procedure due to failed hip arthroplasty. The patient had elevated metal ions. There was significant corrosion at the head/neck junction. Debrided trunnionosis tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported it was reported that the patient was revised 11 years post implantation due to elevated metal ion levels, pain, in vivo corrosion, and altr. Head, neck and liner were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7; g4; h2

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported the patient had a left total hip arthroplasty. Subsequently, began to experience pain and upon further investigation, found elevated metal ions, MRI suggestive of incomplete osseous integration of the femoral component, signs of synovitis, corrosion, adverse local tissue response (aval), and wear of the articular prosthesis. Eleven years post implantation, the patient underwent a revision due to trunnionosis. During the procedure, significant corrosion was seen at the head and neck junction; however, not a significant aval response. The capsule was debrided due to ¿trunnionosis tissue¿ and the taper,head, and liner were all revised without complication.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d10, g3, g6, h2, h3, h6. Review of complaint history identified additional similar complaints for the neck and no additional complaints for the reported part and lot combination. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: follow up appointments following the initial showed the patient fluctuated in pain levels, where testing confirmed the metal ion levels were elevated. Alval and incomplete integration was noted on MRI, however not found during the revision and the stem remained implanted. The head, liner, and neck were explanted and replaced with zb products. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.